Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of cold, 'the patient sneezed as she was putting her mini cap on and did not turn head' and peritonitis in a (B)(6) female patient coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported by the consumer. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2012, the patient experienced peritonitis due to the patient made a mistake/touch contamination. On (B)(6) 2012, the patient was hospitalized for the peritonitis. It was unknown if a peritoneal effluent culture was performed. Treatment rendered for the events was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The following additional information was received from the nurse: on an unknown date in (B)(6) 2012, the patient developed a cold. On (B)(6) 2012, the patient experienced abdominal pain and was hospitalized on the same day for the event. During the hospitalization, the patient was diagnosed with peritonitis manifested by abdominal pain. The cause of peritonitis was 'the patient sneezed as she was putting her mini cap on and did not turn head' (on an unreported date in (B)(6) 2012). On an unreported date in (B)(6) 2012, a peritoneal effluent culture was performed with unknown culture result. The patient was recovering from peritonitis. The nurse stated the peritonitis was unrelated to dianeal therapy. The patient was re-educated on proper aseptic technique.

Manufacturer narrative:
(B)(4).a sample was not requested as the event was due to use error and there was no allegation against the device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint is confirmed. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The cause of the use error-breach in aseptic technique, which resulted in peritonitis was undetermined.